Manufacturer narrative:
The IFU for cormatrix ecm for vascular repair states under "potential complications" that recurrent restenosis is a known complication. Sample has not been received for evaluation. Lot number is not available. A supplemental report will be submitted if additional relevant case information or the sample is received.

Event description:
It was reported that (B)(6) male patient presented for a bilateral angiogram of the internal carotid arteries on (B)(6) 2016 and it was determined that the patient experienced stenosis after implant of the ecm product. Exact implant date, site, and product details are not available at this time. It was reported that the internal carotid artery on the left side had a long 60-70% narrowing and the external carotid artery was totally occluded. The ostium of the right internal carotid artery there was a 30% narrowing followed by a 60% proximal narrowing. It was stated that medical therapy would be completed at this time in place of surgical stenting. Cormatrix conferred with dr. Rodriguez-salinas regarding planned intervention on (B)(6) 2016. Cormatrix reviewed films of carotid and identified that the affected area was on the left carotid artery. Dr. (B)(6) was able to balloon the left carotid with success and the patient was reported as being stable. Lot number is not available at this time. If additional information should become available the file will be updated and supplemental report will be filed.